Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3, b6: estimated dates.

Event description:
It was reported that this was a closure using a starclose se device after a percutaneous transluminal angioplasty procedure. Reportedly, the starclose did not attach to vessel. Direct pressure was held to achieve hemostasis. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.